Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a steel cannula infusion set and later discovered the needle cover had not been removed on the prior infusion set, prompting a complete infusion set and cartridge change with guided support; the device displayed a ¿501 ilet¿ alarm during the event, and glucose trended down after the correction and supply change. Symptoms included elevated blood glucose. Outcomes included continued ilet therapy with decreasing glucose to within a safer range and no hospitalization. Investigation included customer support troubleshooting, guided infusion set and cartridge replacement, confirmation of proper set insertion, and follow-up to verify glucose improvement. Investigation of this case revealed use-related infusion set insertion error due to a retained needle cover, which is consistent with interrupted insulin delivery leading to hyperglycemia; no device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with use-related factors contributing to hyperglycemia.